Event description:
A pt reported they were seen in the ER and released a few hours later due to their one touch basic meter reading inaccurately high. Pt reported no sysmptoms. The result on their meter was "hi". The result on the ER meter was "52 mg/dl". The time difference between pt's meter and ER is unk. Treatment was IV glucose. A few days later pt visited their physician because the one touch basic enhanced meter read "hi" again. Pt was taken to their physician and the physician's meter read "68 mg/dl". No treatment was administered at the physician's office. Pt had been cleaning their meter with alcohol. No further info has been reported.